Manufacturer narrative:
Product ID: 3037 lot# serial# (B)(4), implanted: 2007 (B)(6), product type programmer, patient product ID: 3093-33 lot# v048596, implanted: 2007 (B)(6), product type lead. (B)(4).

Event description:
It was reported, the patient had four surgeries due to device movement in (B)(6) 2009. This information was originally reported in manufacturer report #3004209178-2009-03981. Additional review indicated that this event should be separate from the mentioned manufacturer report to clarify that these surgeries pertained to the patient's interstim device. Any follow up received pertaining to this event will be submitted under this manufacturer report number. Additional information received in the beginning of (B)(6) 2013 reported that the device "worked beautifully." It was indicated the device had "3-6 months" of battery life remaining in (B)(6) 2012. As of the date of this report it was stated, the device was going to "die with the next two months." It was further stated the patient would have a battery replacement "sometime this year."